Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaints of lead fracture and high impedance were not confirmed in the lab. Damage found was sustained in the field. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.

Event description:
It was reported that the lv lead was fractured and exhibited high impedance. The lead was explanted.